Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8015 keypad failed account name: (B)(6) hospital account #: (B)(4) asset name: 8015bd pcu n. America v9.33.1.2 a/b/g/n asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: david had a pcu8015 sn (B)(4). Some keypds not functioning. Failure device type: failure problem type: failure mode: case resolution: I recommended david to send unit in for warranty repair. David will use customer portal to get rga number and send unit in.